Event description:
It was reported that a device that was implanted in 2001 was being removed due to the presence of infection. During removal the device was being excised and catheter was located by the surgeon. The distal end of the red lumen retracted into the chest. Free piece of catheter ended up on the pt's heart per fluoro image. Right femoral vien was cannulated and the device was retrieved.